Event description:
Manufacturer review of a patient's vns programming history identified that two faulted systems diagnostics tests occurred on (B)(6) 2010 at 11:24:16 and 11:25:58, followed by a successful systems test at 11:28:36. A final interrogation was done at 11:30:46, but it was not noted that the settings changed; the settings were 0ma/30hz/250pulsewidth/30sec on/5min off/0ma mag/250pulsewidth/30sec on. At the next recorded office visit on (B)(6) 2010, the initial interrogation at 11:09:45 resulted in settings of 0ma/30hz/250pulsewidth/30sec on/5min off/0ma mag/250pulsewidth/30sec on. The settings were then changed to 1ma/30hz/250pulsewidth/30sec on/5min off/1.25ma mag/250pulsewith/30sec on.

Manufacturer narrative:
Analysis of programming history.